Manufacturer narrative:
Patient ID/initials are unknown. Patient age reported as 20-30 years old, exact age is unknown. Device is an instrument and is not implanted/explanted. A device history record review was performed on part # 03.130.010, lot # h055295: manufacturing location: (B)(4), packaged by (B)(4), manufacturing date: 28-aug-2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed on the returned subject device (stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc, part # 03.130.010, lot # h055295). The returned devices were examined and in each instance the shafts¿ distal tips were found to be broken and missing segments. One device was missing approximately 0.75mm long x 1.4mm in diameter and the other is missing small segments of the distal lobes. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. The screwdriver shaft 1.3/1.5 t4 self-holding (03.130.010) is noted in the variable angle locking handle system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 drive recesses. Relevant drawings for the returned devices were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive torque during screw insertion. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a metacarpal fracture repair surgery performed on (B)(6) 2011 one screwdriver shaft bent during use and another screwdriver shaft bent and a fragment chipped off of the tip during while inserting screws into the plate. The fragment was left in the patient. There was a 30 minute delay in surgery as the type screws and screwdriver had to be changed to complete the surgery. The report also states the wrong size screws were used due to not have the driver to inset the correct screws. The patient is reported as stable. During the manufacturer investigation process it was identified that both the returned stardrive screwdriver shafts were found to be broken and missing segments. This condition was re-evaluated and was determined to be reportable on january 20, 2017. This is report 1 of 2 for (B)(4).